Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot : 5176530.

Event description:
It was reported that the patient was not experiencing any therapeutic benefit. Months of reprogramming did not resolve the issue. The physician determined the left brain lead was initially placed incorrectly. Device malfunction was not suspected. The patient underwent a lead revision procedure where the lead was replaced and the new lead was correctly positioned. Post-operatively the patient is doing well with tremor control.